Manufacturer narrative:
H3, h6: one healicoil pk 4.5mm device used for treatment, was returned for evaluation. No anchor or suture was returned. The return consisted of the inserter only. There were remains of bio-matter evidence. There was damage at the distal section of the inserter as well as the distal section of the shaft. There was evidence of weld fracture from excess torque and leverage applied. The shaft was visibly flared. The forked inserter tip was gouged and bent. There were unusual marks at the anchor guides. Per instructions for use: ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Recommended prep instrument for normal bone condition is a 3.8mm tapered awl. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during shoulder case the distal tip on the anchor broke in the patient shoulder. No delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.